Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failures error are found in the formatted history files.